Manufacturer narrative:
The product has been requested back for investigation. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The customer received sensor scan results of 201.00 mg/dl,201.00 mg/dl,201.00 mg/dl compared to readings of 90.00 mg/dl,92.00 mg/dl,87.00 mg/dl respectively obtained on a meter and the results, when plotted on a parkes error grid, fall into the c zone, showing the difference in values to be clinically significant. The length of sensor wear was 6 days. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the libre sensor and sensor kit was reviewed and the dhrs showed the libre sensor and sensor kit met specifications prior to release to distribution. Sensor (B)(6) has been returned and investigated. The sensor plug is fully seated and no issues were observed on the sensor patch. Sensor plug is properly seated and no physical damage is observed on the sensor patch. Attempt was made to scan the returned sensor and observed error message ¿security failure ¿ decryption command rejected¿. This was an error generated by the patch reader software and was not indicative of a cybersecurity issue. It was unable to extract the sensors logs due to the error. Visual inspection has been performed on the sensor plug assembly, no failure modes were observed. An extended investigation has been performed. The returned sensor was further investigated and de-cased and liquid ingress was observed. Visual inspection was performed on the de-cased sensor and plug assembly, and observed liquid contamination and corrosion. Attempt was made to insert a known good battery and extract the data log. The log file was not able to extract due to the corrosion it was unable to perform functionality test on the returned sensor due to the liquid contamination on the pcba. Therefore, issue is unable to test. Section h6 (investigation findings) code c20 (no findings available) was selected, as adc was unable to perform further testing on the returned device. The returned sensor was further investigated and de-cased and liquid ingress was observed.

Event description:
A customer reported receiving erroneous glucose results from an abbott diabetes care device. The customer received sensor scan results of 201.00 mg/dl,201.00 mg/dl,201.00 mg/dl compared to readings of 90.00 mg/dl,92.00 mg/dl,87.00 mg/dl respectively obtained on a meter and the results, when plotted on a parkes error grid, fall into the c zone, showing the difference in values to be clinically significant. The length of sensor wear was 6 days. There was no report of death, serious injury, or mistreatment associated with this event.